Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was loose inside. The customer¿s blood glucose level was unknown. The customer stated that top of reservoir compartment was cracked and half of it came off with the seal. The customer stated that rewind take slower. The insulin pump will not be returned for analysis.